Event description:
A customer in the united states notified biomérieux of obtaining false resistant oxacillin results when testing five staphylococcus aureus isolates using the vitek® 2 ast-gp67 test kit (reference 22226, lot# 1320984203) with software version (B)(4). The isolates were also tested using pbp2a and cefoxitin disc, both assays yielded negative (susceptible) results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of obtaining false resistant oxacillin results when testing five staphylococcus aureus isolates using the vitek® 2 ast-gp67 test kit (reference 22226, lot# 1320984203) with software version 8.01. The isolates were also tested using pbp2a and cefoxitin disc, both assays yielded negative (susceptible) results. The customer submitted one (1) strain for investigational testing and the identification was verified to be staphylococcus aureus . Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-gp67 test kit from the customer's lot (1320984203) and a random lot (1321040103). ----reference test results:---- agar dilution (ad): oxacillin (ox) mic = 0.5 mg/l (susceptible) disk diffusion cefoxitin: d = 24 mm (susceptible) pbp2a = negative ----vitek® 2 ast-p654 results---- customer's lot (1320984203): ox mic = <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) random lot (1321040103) ox mic = 0.5 mg/l (susceptible) cefoxitin screen (oxsf) = neg (susceptible) ----conclusions---- the customer false resistant oxacillin results were not reproduced internally. The ast-gp67 test kit cards are performing as expected. Ast-gp67 lot # 1320984203 met final qc release criteria. This lot passed qc performance testing. A field service engineer (fse) was dispatched to this customer site, performed preventive maintenance (pm) and repaired a frayed and dirty pulley belt. The field application specialist (fas) also conducted a customer site visit and found only one potential issue, reporting the customer was not zeroing the densichek plus on a daily basis. The repeat testing after these site visits did not reproduce the discrepancy.